Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). Evaluation summary (B)(4) no anomalies found (B)(4) full lead

Event description:
It was reported that during an implant attempt the lead selection was incorrect. The package was opened and the lead was not used. No patient complications have been reported as a result of this event.